Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 380 mg/dl due to the customer not filling the infusion set tubing/cannula with insulin and subsequently, air was in the tubing. Customer declined further assistance from tandem technical support. Reportedly, a bolus was delivered to address bg.